Manufacturer narrative:
The device was not returned to cardinal health for evaluation. The review of the lot history (f1607601) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to release. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. Anticoagulation therapy (heparin) and the patient's history of hypertension with elevated blood pressure (167/89) may have placed the patient at higher risk for a bleeding event. According to the product instruction for use, prolonged access site-related bleeding is listed as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, it could not be determined if the device may have caused or further contributed to this event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process; therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that following deployment of the mynxgrip 6f/7f vascular closure device, the device failed to achieve hemostasis and subsequently the patient developed a large hematoma (greater than 6cm in size). The mynx device was being used for arterial closure following an interventional coronary procedure. It was unknown if there were multiple sticks at the access site. Immediately following deployment of the device, there was a "gush" of blood, so manual pressure was held for 5 minutes to control the bleeding. After the patient was moved to recovery, the hematoma was noted. The patient was then transferred to the operating room (or), where the arteriotomy was re-closed with a suture. The patient's hospitalization was extended for 6 days as a result of this event. The patient was discharged and reported to be doing fine. Additional information was requested, but unknown.